Manufacturer narrative:
The biomedical engineer reported that the uninterruptible power supply (ups) failed during a power outage, causing the central nurse's station (cns) to lose power. The central nurse's station (cns) was in use on patients, however no patient harm was reported. Restarting the ups resolved the issue.

Event description:
The biomedical engineer reported that the uninterruptible power supply (ups) failed during a power outage, causing the central nurse's station (cns) to lose power.